Manufacturer narrative:
The hill-rom technician found a shoulder screw was missing. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performs preventive maintenance on their beds. The technician replaced the shoulder screw to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).